Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle tipless stone extractor package was intact before opening. The user retracted the basket into the sheath and then tried to open the basket while the sheath surface near handle is broken. The device was not used on the patient. No adverse events have been reported as a result of the alleged malfunction. Additional patient and event information has been requested; however, at the time of this report there has been no additional information received.

Manufacturer narrative:
Additional information: event, concomitant medical products. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the open position and basket formation was in the closed position. Visual exam notes the catheter is severed at the male leur lock adapter (mlla). Approximately 4 cm of the coil is exposed. The catheter is smashed 5 mm from the distal tip. The catheter is cut and twisted. There is a white mark indicating the material has been stressed. Functional testing noted the handle does not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was split near the handle, preventing the functioning of the handle from opening and closing the basket. The provided information states the device was intact inside the package, but then failed to open after being closed. It is possible there was an issue with removing the device from the packaging that caused stress on the basket sheath, splitting the sheath near the handle. There is no information provided indicating an issue removing the device from the packaging. The cause for the issue could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 17apr2019. In response to requests for additional event and patient details, the complaint originator has responded that there is no patient involved.